Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer's blood glucose level was 117 mg/dl. Reportedly, the customer filled the cartridge with 250 units of insulin and received a fill estimate of +60 units which was different from the "usual +180 units" displayed when a cartridge was loaded. The customer reloaded the same cartridge and received an accurate fill estimate. Tandem technical support (cts) advised the customer that per the user guide, any (+) value is correct and after 10 units were delivered, an actual number would be displayed. Although cts educated the customer on the insulin gauge calculations of the pump, the customer maintained that the fill estimate was inaccurate. The customer did not feel comfortable and insisted the pump was not functioning as intended. Customer requested follow up; however, multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.